Event description:
Vaginal flaxiguide needles were planned under ultrasound and template guidance and the patient had a MRI and CT for treatment planning. When the patient returned to the radiation oncology area, it was noticed that one needle was shorter and it was removed. On inspection, 3mm of the tip was noted to be missing.